Event description:
Reportedly, the stuck button alarm occurred. Customer confirmed wearing pump in pocket. Tandem technical support educated the customer on the meaning of a stuck button alarm. The customer¿s blood glucose (bg) level was displayed as ¿high¿; however, a specific value was not provided. A manual injection was administered to address bg level. Customer continued to use pump for insulin therapy.